Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the clinician was hanging a tpn between 2100 and 2200 and noticed that the normal saline with heparin IV bag running keep-vein-open was empty. IV fluid was observed in the IV tubing before the pump module. This empty bag occurred within 12 hours of hanging the infusion. The issue was reported to a bd representatives during site visit. There was patient involvement but no harm. Although requested, no additional details were provided.